Event description:
Our affiliate is reporting that during an arthroscopic knee procedure, the surgeon was inserting an 11 x 30mm milagro screw in the femur over a nitinol guidewire. After inserting the screw, the surgeon removed the screw driver and when removing the guidewire it broke in the pt. The surgeon could not remove the guidewire during theatre. The surgeon stated that he thinks the angle of insertion and force of the screw insertion may have caused the guidewire to snap. The surgeon completed the case as normal, but will have to re-operate to remove the broken piece of guidewire. He is hopeful this can be done arthroscopically otherwise; he will have to open the knee and retrieve through an open procedure. Although this event should technically be classified as a "malfunction/near accident", the surgeon has made a definitive statement that he will go back in at some point for the sole purpose of retrieving the fragment. This re-surgery would be classified as a "serious injury/incident", which is what this event is being classified as. The device was discarded by the user facility. Questions are out to our affiliate for current issue status.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.